Manufacturer narrative:
An evaluation of the returned rod connector found no manufacturing, processing or design related irregularities. The implant was properly manufactured and released according to design specifications. Additional inspection under magnification revealed one of the set screws showed no signs of undergoing the final tightening process. The hexagonal edges appear crisp and clean with no indication of deformity normally caused by a torque driver during final tightening. The other set screw was distorted and contains indentations/score marks around the circumference of the inner diameter typically seen after the final tightening process has been conducted. The rod connector is used to connect two rods side by side in order to lengthen a construct. In this case the evidence indicates the surgeon likely forgot to perform the final tightening process to one of the set screws allowing rod to become detached on that side of the construct.

Event description:
Revision surgery was conducted on (B)(6) 2015 to remove a zodiac duel rod connector which had become disconnected from one of its mating rods near the l2. The explanted connector was replaced with 2 domino connectors having 80 inch pound 'torx' set screws. The zodiac spinal fixation system was originally implanted in (B)(6) 2014.

Manufacturer narrative:
The suspect device is currently in route from the customer. Upon receipt the implant will be evaluated and a follow-up submission provided.